Manufacturer narrative:
At this time, tilite is unable to confirm a product malfunction has occurred, as the device has not been made available for inspection, nor any product returned. At this time tilite is unable to reach a determination as to cause of this reported event without speculation. More information was received. The customer reports no permanent damage and treated the injury at home. This is a follow up report for awareness.

Event description:
Customer complains backrest hinged failed, causing a fall and subsequent head injury. Extent of injury unknown. Treatment for injury unknown.

Manufacturer narrative:
At this time, tilite is unable to confirm a product malfunction has occurred, as the device has not been made available for inspection, nor any product returned. The end-user is not being forthcoming as to the extent of the injury, or if any medical intervention was sought. At this time tilite is unable to reach a determination as to cause of this reported event without speculation. If any new information is received, a follow-up report will be submitted.